Manufacturer narrative:
Method: device history record review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage to the lens. Physician report does not indicate that any adverse event or condition would have caused damage to the lens. Conclusion: based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens optic and the other haptic were torn. The lens was returned in liquid. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Method: (process evaluation): work order search. Results: (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon examined a 13.2mm micl13.2 implantable collamer lens, -8.5 diopter, under the microscope and noted one of the haptic footplates was found to be smaller than the other footplate. There was no patient contact and the backup lens was implanted.